Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2025, a facility representative reported via (B)(4) that an ar-7800 fibertape cerclage tensioner splits when it goes to tension, and it doesn't make the knots tight. The tensioning is loose. This occurred during a case, and there was no patient harm.

Manufacturer narrative:
Additional information: one unpackaged ar-7800, cerclage tensioner, batch 052429, was received for investigation. The returned device was visually inspected, and signs of wear, including chipping and discoloration, were evident on its exterior. Functional testing noted that the device tensioned as intended. There were no issues with the ratcheting mechanism. No problem found. Refer to investigation photos. The complaint allegation is not confirmed.